Event description:
Per lasik, eye surgery at (B)(6) in (B)(6) 2016, I continue to experience debilatitng right vision with strong halos when looking at car headlights and lamp posts. I also have poor vision in dimly lit rooms. A more unique negative outcome has been seeing what I call a spectrum of light (a vertical line of red, blue, green, etc) usually above, below or around the lights and halos. I reported this issue right after the surgery and was told it was extremely uncommon and would go away as my eyes heal. I went to all my follow-ups and did everything by the books. Four years later I still have the same issues if not worse. Although my vision has been 20/20 and would meet the standard definition of success for lasik, the resulting life changing negative effects are not worth the improved vision in perfect light. I would never recommend lasik to anyone. I am extremely dissatisfied and very concerned that I'm only (B)(6) years old, otherwise healthy, and will have to live with these consequences of a procedure that is so heavily advertised as a simple, cosmetic type procedure. It's a pure money making service and consumers need to be much more aware of the all too real effects they may suffer. On the ride home from the surgery, I was in extreme pain for the first couple of hours, much painful than I was told to expect - relax and have a glass of wine they said. When I reported the pain and light related issues on multiple follow-up visits that I forced upon the company. (B)(6) did not seem concerned in the least bit. I was actually told by one doctor that since I hadn't experienced child birth before, I don't know what pain is. I was also told by own my eye doctor that I would meet with the (B)(6) doctor prior to the procedure but that was not the case. I met him the same day of the surgery. My doctor seemed concerned by that but it's obvious that he gets paid or otherwise compensate for recommending (B)(6), which is what he did for me. He treated me with resec and concern but there was not much he could do. I was eligible as a candidate, like million's of other patients, but clearly there is more work to do to determine the safety and effectiveness of this procedure. This should not be taken lightly and it's clear in the growing numbers of studies that there are real and unintended consequences. Time to bring lasiks issues to light - no put intended. FDA safety report ID# (B)(4).